Manufacturer narrative:
The reagent lot number and expiration date were requested but were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable albumin (albts2) results from the cobas 6000 c501 module. For one sample, the initial result was 21.56 g/l and the repeat results were 35.2 g/l and 34.9 g/l.

Manufacturer narrative:
The field service engineer performed preventive maintenance and replaced the reagent syringe bearings. The investigation determined the service actions resolved the issue.